Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received by the patient on (B)(6) 2020. They provided what their weight was at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a revision in january and the stimulation was turned on january 23rd. The patient noted that about a week after her initial surgery, the implantable neurostimulator (ins) was sliding and flipping in the pocket and the leads moved. It got worse in november, they had to shut it off, and wait until january to have the revision surgery. The patient continues to work with her healthcare professional (hcp). There were no further complications or anticipations reported with this event.